Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer had changed the supplies on the pump. A cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be functioning as intended. There was no damage noted to the cannula. The customer did not know if a temperature change had occurred prior to the alarm, but the customer had been working on a hot tennis court and then going into an air condition building.